Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with low alerts when blood glucose were not low. Customer reported an isolated instance when sensor glucose was 150 and blood glucose was 50 mg/dl. Customer also reported that serter was not releasing after second press. Customer mentioned of not receiving a meter which should have been sent with insulin pump. Customer was advised that a new meter would be sent.